Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2.1 half height matrix drawer open/close sensor was faulty. A field service engineer upon arrival there were no drawer failures on the screen, shutdown and inspected half height matrix drawer 2.1 replaced open/close sensor, tested drawer in diagnostic no issue was found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es osc2 drawer 2.1 repeatedly failed to lock. The system was also not detecting when the drawer was opened or closed, nor when medications were removed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.